Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted:(B)(6) 2018, product type: catheter. Analysis results were not available at the time of this report. A supplemental report will be submitted when analysis is completed.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-may-21. The interrogation logs were provided. Per the logs, the drug being infused was normal saline at minimum rate. A motor stall had occurred on (B)(6)2017 at 09:52 with a recovery the same day at 11:05. Another motor stall occurred on (B)(6)2017 at 09:27 and recovered the same day at 10:28. Another motor stall occurred on (B)(6)2017 at 09:34 and recovered the same day at 10:25. A low reservoir alarm occurred on (B)(6)2017 at 23:27 and an empty reservoir alarm occurred on (B)(6)2017 at 10:13. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to multiple sclerosis. It was reported that motor stalls were seen on the pump logs. The pump and catheter were replaced on (B)(6) 2018. It was unknown if there were any environmental, external or patient factors which may have led or contributed to the issue. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found over-infusion of an undetermined root cause. Analysis of the implantable intrathecal catheter (B)(4) found a kink in the catheter body and damage to the transition tube. If information is provided in the future, a supplemental report will be issued.